Manufacturer narrative:
Sc-2317-70 sn: (B)(6). The returned lead was analyzed, and visual inspection of the lead revealed that the lead was cut in two pieces. This type of damage is typical of an explant procedure and is not considered a failure. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Sc-2317-70 sn: (B)(6). The returned lead was analyzed, and visual as well as x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was near the set screw mark of the clik x anchor. The investigation confirmed that the cause of the broken cables was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor. Sc-1160 sn: (B)(6). The retuned ipg was analyzed and the ipg exhibited normal characteristics during the visual and functional examination. All impedance measurements were within the expected range on all ports. However, a labeling review found that the reported events are known risks associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced loss of stimulation. It was noted that the leads had high impedances and the ipg was no longer functioning as intended. The patient underwent a revision procedure wherein the leads and ipg were replaced with an MRI compatible device. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced loss of stimulation. It was noted that the leads had high impedances and the ipg was no longer functioning as intended. The patient underwent a revision procedure wherein the leads and ipg were replaced with an MRI compatible device. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071700; product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 330725.